Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The health care company reported that the patient lost bolus and basal rate date in the history after changing the battery. The patient reportedly primed the pump on (B)(6) 2017 at 00.02 for 12.04 units and filled the cannula for 0.3 units on the same day, at the same time. The basal rate on that day was allegedly 0.00 units at 07:30 am and 0.60 units at 07:50 am. Otherwise, the basal rate and bolus deliveries were recorded correctly in the pump history. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box showed that after priming on (B)(6) 2017 at 12:02 am, the time was manually changed to 7:50 am prior to the first basal delivery. On investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. All activity performed during testing was accurately recorded in pump history. The pump maintained its history after removing and reinserting the battery. The manual time change by the user was determined to be the cause of the alleged inconsistency between the prime history and basal history. Investigation did not duplicate the complaint. (B)(4).